Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on communication bus. The customer reported that the malfunction resulted delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the side rail was faulty and damaged bearing cage caused damage to the drawer controller, module controller and retractor band. The field service engineer replaced module controller, retractor band and drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.